Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that the erbe generator was giving repeated error c-34. The customer restarted the generator several times, had replaced monopolar cautery cable; however, the issue persisted. Tse reviewed system logs and confirmed several error c-34. The customer confirmed that the erbe was connected to a dedicated power socket and there was no source of magnetic interferences close by. Tse guided the customer in disconnecting the power cord from the erbe and restarting the erbe; however, the issue persisted. The customer opted to use the e-100 generator to continue the procedure. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection no issues were found that would be related to the reported event. The iesu was tested using a well-known system and during the power-on test, the unit displayed error c-34. The probable root cause could be attributed to faulty electrical components inside the iesu throwing error c-34. This error indicates a lower voltage than expected during energy activation.